Event description:
It was reported that during use of the bd luer-lok¿ tip syringe there was an issue with leakage at the stopper. The following information was provided by the initial reporter: when customer used 60ml ll syringe for chemo therapy, the fluid was leaked at the rubber bulb.

Manufacturer narrative:
H.6. Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows a syringe viewed from the bottom web. This photo shows the lot number and expiration date associated with the syringe. The second (2nd) photo shows a syringe in a blister pack viewed near the tip. There appears to be liquid in the syringe tip between the tip of the syringe and the stopper in the fluid path. There does not appear to be any liquid visible in the syringe past the stopper. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd luer-lok¿ tip syringe there was an issue with leakage at the stopper. The following information was provided by the initial reporter: when customer used 60ml ll syringe for chemo therapy, the fluid was leaked at the rubber bulb.